Event description:
It was reported that the usb cable was not charging the pump battery. Customer replaced cable to resolve the issue. There was no reported adverse impact to customer's blood glucose.